Event description:
It was reported the patient had stimulation in the wrong location. The reporter stated they were feeling stimulation more in their feet than in their back like they want it to. It was noted the patient had to turn stimulation ¿way down¿ in order to not feel stimulation in their feet, but then they do not get any effect from the stimulation. It was further noted the patient met with a manufacturing representative on (B)(6) 2014 when stimulation was first turned on. The reporter stated that at that time it seemed like they were feeling stimulation in their back, nut now stimulation was going ¿further in their back than they need it.¿ it was noted the patient had one of two leads operating at this time. It was further noted the patient had an appointment with their healthcare professional on (B)(6) 2014. It was noted the patient stimulation was currently on and they were on group a and program one. It was further noted the patient had no other groups or programs to choose. Additional information received reported the patient was reprogrammed and was doing better. It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).